Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the connecting tube has corrosion is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. In addition, based on the results of the investigation, it is likely the following led to the malfunction "the image is not displayed": due to damage on cable unit, the image is not displayed. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope did not display an image and the connecting tube had corrosion.there was no patient involvement.